Event description:
Caller states that he went to the hospital based on a reading of 434mg/dl on his device. The hospital device read 64mg/dl approximately 3 hours later. He reports that he was given fruit and cracker to elevate his blood glucose. He states that he compared his device: 361mg/dl to the hospital device: 186mg/dl prior to leaving. No quality controls were used. Requested return of the suspect device and replacement was sent.